Event description:
It was reported that during a thoracotomy procedure, there were no staples present after device was fired. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Dislodged component. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully loaded with staples and with the drivers dislodged. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the drivers became dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.